Event description:
The customer reported to olympus, the monitor of the video system center only had color bars when using the third party's spy glass and exalt device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, a new information has been received that the customer was using an adapter to convert image to digital visual interface signal. Customer was unable to describe the cabling. A recommendation was offered to have field service engineer come out, but customer refused. Customer will try serial digital interface cable directly to the video system center from third party equipment and if that did not work, the customer will call third party equipment. Per good faith effort (gfe) response, the customer stated that the issue was resolved the same day as the phone call. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.